Manufacturer narrative:
The device has been requested but to date the incident device has not been received for evaluation. If the device is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the product vlft10gen cautery pencil became hot. There was excessive sparking and smoke. At one point the tissue and char at the tip of the cautery blade ignited into a flame. A new device was used in order to complete the case. There was no patient injury involved regarding the event. No additional information was provided.